Manufacturer narrative:
This report is for an unk - screwdrivers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a removal surgery for the clavicle and the tibia with the screwdriver in question. The screwdriver did not fit because the plates were not tcp, and the surgeon had to use the screwdriver for cervical spine which was prepared for another surgery. Procedure was completed successfully with a half hour delay(due to sterilization of the screwdriver for another surgery). This report is for one (1) unk - screwdrivers. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This report is for an unk - screwdrivers/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent a removal surgery for the clavicle and the tibia with the screwdriver in question. The screwdriver did not fit because the plates were not tcp, and the surgeon had to use the screwdriver for cervical spine which was prepared for another surgery. Procedure was completed successfully with a half hour delay(due to sterilization of the screwdriver for another surgery). This report is for one (1) unk - screwdrivers. This is report 1 of 1 for complaint (B)(4).